Event description:
The iab was inserted into the pt on 9/4/97. On 9/5/97, blood was noted in the catheter and the iab was removed. A second iab was inserted into the pt. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 9/11/97.) (Pt's current status: unk - rpt'd 9/11/97.)